Event description:
Surgeon went to activate the echelon flex 60 endopath stapler to reconnect the bowel. The stapler failed to fire and jammed inside the stapler. The anastomosis was completed and the patient was returned to the ICU.